Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a home patient (hp) that was hospitalized for peritonitis coincident with dianeal therapy. During a call with baxter home care services, the hp was reported to be in the hospital. Follow-up was performed by gpv, which revealed that the hp was in the hospital for peritonitis. The hp was diagnosed with peritonitis on (B)(6) 2012 at the dialysis clinic and was started on vancomycin (dose, frequency and lot number not reported), intraperitoneally (ip). However, the hp was hospitalized for the peritonitis on (B)(6) 2012 and any treatment that the hp received in the hospital is unknown. According to the home patient's registered nurse, the patient was experiencing confusion and would disconnect himself from the machine, not realizing that he was doing so. Therefore, she is unsure what caused the peritonitis but she believed that it was due to the patient's confusion and the peritonitis was related to user error, not anything manufactured by baxter. Per the rn, the peritonitis was not related to baxter solutions, devices or disposable products. On (B)(6) 2012, pd therapy was discontinued, and the patient was immediately switched to hemodialysis treatment. The hp's pd catheter removed on (B)(6) 2012. The peritonitis was reported to be resolving.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Since the lot number is unknown, no batch review will be performed. An internal investigation is currently under way, however has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This report was not confirmed. No malfunction or use error was identified. If additional information becomes available, a follow up report will be submitted.